Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2024 due to insulin flow blocked alarm. Blood glucose level was 20 mmol/l at the itme of the event. The duration of hospitalization was greater than 24 hours. Patient was treated with insulin via intravenous (IV) drip. Patient was found positive for ketones level. No further information was available.